Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that once the stylets come out it's hard to get them back in if bent. The doctor bent one himself at the tip to curve. The other was in the lead and the lead bent as it was in the epidural space and bowing. Since we do not have back up stylet accessory kits, we have no choice, but to open up leads and take from their kits. The issue was not resolved at the time of the report. This was happening during placement of the patient's spinal cord stimulator (scs), but the healthcare provider (hcp) could not get the lead in. Surgical intervention occurred. Additional information was reported that no cause was determined other than the stylets were bent from being pulled in and out of the lead. The lead was never hooked up to a wireless neurostimulator (wens).